Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The user facility reported that despite plugging the console in and charging the battery, the battery would continually alarm as ¿battery not charging". The console was exchanged.

Manufacturer narrative:
The investigation for the console (aic) battery charging issue has been completed. Aic logs confirmed the reported complaint. Data logs confirm battery failure battery failure (transport connection blown/missing) - alarm issued. There are numerous instances of the alarm listed above in the logs. The aic was returned for evaluation. The failure mode was reproduced in the lab. The console reported not being able to charge past 50% when connected to a.c. The lcd of battery one was blank, indicative of battery lockout. This led to not being able to recharge locked out battery. It was confirmed by batttest that cell2 of battery1 was at significantly lower voltage than the rest of the cells within the battery. Additionally, presence of residue build up around purge pressure sensor area was observed. The reported complaint of the console not recharging was due to battery lockout. This form of battery failure was due to a defective battery. The root cause of the defective battery was single cell failure, a known pattern failure. Corrections to the initial MFR report: d2 updated common device name g1 MDR reporting contact email updated h8 usage of device updated to reuse.